Event description:
It was reported to baxter corporate product surveillance, via a user facility report, that an interlink site of the interlink continu-flo set with large bore 4-way stopcock collapsed while in use on a laboring mother. It collapsed when accessed with an unknown needleless needle. It was reported that the patient had an IV infusing (possibly pitocin) and the interlink site collapsed immediately when accessed. This condition occurred on a laboring mother but there was no patient injury or adverse event to either the mother or baby. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This is report 1 of 2 from this facility. This report is being submitted because the condition occurred during labor; therefore, this report is related to the mother.

Manufacturer narrative:
(B)(4). This is report 1 of 2 of the same reported problem from this facility. The customer returned one actual sample for evaluation and the reported condition was confirmed. During visual inspection, the defect collapsed was confirmed due to inverted septum in the fourth interlink y-site. The swage height of each interlink was measured and was within specification. The slit centering was checked for clear passage by dropping a 0.032" pin gauge through the cannula lumen. The pin gauge passed through the slit clearly in the four y-sites. Functional testing was performed to challenge the inverted septum. Each sub-assembly was tested with 10 different insertions, while checking for cracks, splits or similar defects associated with the insertion. Test was applied to the three y-sites and the septum was not separated from the housing. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. Based on the sample evaluation, the root cause is not related to (B)(4), however, the assignable root cause could not be determined.

Event description:
The product used to access the interlink injection site was a (B)(4) monoject smartip product.

Manufacturer narrative:
(B)(4). The sample was received for evaluation; however the evaluation is not yet complete. Upon completion a follow up report will be submitted.

Event description:
The product used to access the interlink injection set was a bd lever lock cannula.

Manufacturer narrative:
(B)(4).